Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The sample was not returned. A photo was provided. A lens was shown already implanted into the eye. Circular glare from the overhead lights are visible on the optic. An area of concern was circled in red. This area was on the optic edge. The area appeared as a blurry, shadowy line. The shadowy line was most likely optic damage. A physical sample would be necessary in order to make a confirmation. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. Based on our observation of the attached photo, the optic has a shadowy line at the edge. Due to the poor clarity of the photo, it is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that lens had a crack. Lens has been placed in eye. It is unknown if crack was already there or if this happened during the placement. They we suspect that it was already there because the placement went smoothly. Additional information received stating that lens tear was not obstructing vision. The current status of the patient was satisfied and no complaints. The patient was on injections for macular degeneration, so it was not expected that vision would become 1.0. Break line of the lens outside the optical axis.